Manufacturer narrative:
Device not returned.additional manufacturer narrative:unfortunately, the edwards device was not returned for analysis. It is unknown as to whether the device was removed from the patient.the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.of note, this patient also had another edwards device implanted at the time of death. Please reference the other medwatch report submitted under device serial (B)(4).

Event description:
Edwards lifesciences maintains an (B)(6) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired after an implant duration of approximately 5 months. The exact date of death was not provided. Through follow-up with the health-care provider, a copy of the patient's discharge summary was provided. According to the discharge summary, the patient is a (B)(6) white female with known aortic stenosis and progressive shortness of breath. On (B)(6), 2010, the patient underwent aortic valve replacement with a 27 mm tissue magna thermafix prothesis, tricuspid valve repair with a 30 mm ring, full right and left cryomaze procedure, exclusion of left atrial appendage, insertion of left femoral arterial line. The patient tolerated the procedure well and was transferred to the cardiothoracic critical care unit in stable condition on aminodarone and insulin drip. The patient experienced respiratory failure following surgery. The patient was not extubated until postop day #2. The patient did suffer with a jerk, acute kidney injury secondary to acute tibial necrosis and hyperkalemia. The patient was placed on dialysis for 2 days following surgery. Postop day #3, chest tubes were discontinued without incident. Postop day #4, the temporary pacing wires were discontinued without incident. The patient was transferred to level 2. Coumadin was started. The patient slowly improved to long term hospital course and finally all consultants were in agreement. On postop day #8, the patient was discharged to home. Unfortunately, the cause of death was not provided. Per the health-care provider, the patient was last seen in (B)(6) 2011; was unaware of patient's death. Furthermore, there have not been any allegations that the edwards device caused or contributed to the patient's death.